Event description:
A customer experienced a pod alarm and waited "more than 30 minutes" to change the pod. During this time the "user was without insulin". Around 6pm she put a new pod on. At 9pm her bg was 314 mg/dl. Later that night, at 11:35pm, her bg was still above normal, at 264 mg/dl. This pod will be returned for evaluation.

Manufacturer narrative:
The returned product was evaluated and no evidence of any manufacturing defect was detected. An air bubble, equivalent to 8 to 10 units on insulin in size, was found in the device's insulin reservoir. This typically occurs due to the customer injecting air during the fill process, rather than mfg process issue or product defect. User error is confirmed as having caused the pod to fail to perform its essential function. The omnipod's user guide instructs users on proper filling technique and warns to, "never inject air into the fill port. Doing so many result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. Insulet has initiated an internal investigation to determine if education and training related to this topic can be improved. The investigation is in-process as of the date of this report.